Event description:
Localized infection [localised infection]. Left hepatic artery stenosis [hepatic artery stenosis]. Left hepatic necrosis [hepatic necrosis]. Sepsis [sepsis]. Case description: spontaneous report received on 19-may-2008 from a physician via sales rep regarding a (B) (6) female (initials not provided). On unk date during a surgical procedure for biliary atresia the pt received seprafilm. Reportedly, postoperative follow-up was remarkable for left hepatic artery stenosis and left hepatic necrosis leading to re-operation. During second look surgery, an infection in the area of placement of seprafilm was noted. According to the physician the sepsis was doubtfully related to seprafilm, but probably caused by the ischemic complication. As of the date of receipt of this report the pt had not recovered.